Event description:
It was reported that a caller experienced intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using cold, humalog insulin and was pulling air out of the cartridge with an empty syringe. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days and that insulin should be at room temperature before filling a cartridge per user guide. Tandem clinical support educated the customer on the proper loading process. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.